Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter split was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 3 cm and 4 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "patient was a long term (5-6 weeks) intravenous antibiotic patient who has a powerpicc solo single lumen in place for less than a month. Patient presented to the emergency department due to slight discomfort and complaining that his elastomeric infuser was not functioning properly. Ed staff attempted to troubleshoot and called ICU liaison (PICC specialist). Reported that the PICC was slightly leaky at the insertion site with clear ooze but no extravasation or infiltration visible. PICC was removed and replaced. Upon examination, a slight split/hole was visualized approximately 5cm from the hub. Unable to confirm if the split/hole was inside or outside the patient when in situ. Customer stated they did not know if scissors were used at any time on the dressing. PICC was previously secured with a statlock. Delay in treatment due to device removal and replacement. Dressed with biopatch and IV 3000 opsite initially post insertion, then changed to tegaderm hcg dressing for subsequent changes. The PICC was fractured internally in 2 places.".

Event description:
It was reported by the customer "patient was a long term (5-6 weeks) intravenous antibiotic patient who has a powerpicc solo single lumen in place for less than a month. Patient presented to the emergency department due to slight discomfort and complaining that his elastomeric infuser was not functioning properly. Ed staff attempted to troubleshoot and called ICU liaison (PICC specialist). Reported that the PICC was slightly leaky at the insertion site with clear ooze but no extravasation or infiltration visible. PICC was removed and replaced. Upon examination, a slight split/hole was visualized approximately 5cm from the hub. Unable to confirm if the split/hole was inside or outside the patient when in situ. Customer stated they did not know if scissors were used at any time on the dressing. PICC was previously secured with a statlock. Delay in treatment due to device removal and replacement. Dressed with biopatch and IV 3000 opsite initially post insertion, then changed to tegaderm hcg dressing for subsequent changes. The PICC was fractured internally in 2 places."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.